Manufacturer narrative:
Citation: regueiro a et al. Impact of new-onset left bundle branch block and periprocedural permanent pacemaker implantation on clinical outcomes in patients undergoing transcatheter aortic valve replacement. Circ cardiovasc interv. 2016 may;9(5):e003635. Doi: 10. 1161/circinterventions.115.003635. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding meta-analysis of new-onset left bundle branch block (lbbb) post-transcatheter aortic valve replacement (tavr) and the need for permanent pacemaker implantation or mortality at 1-year follow-up. All data were collected from 17 studies sourced from a systematic search from pubmed and embase databases. The study population included a total of 11,788 patients (mean gender and age not provided), an unspecified number of which were implanted with medtronic corevalve. No serial numbers were provided. Among all patients 444 all-cause deaths occurred at one year post-implant. No further details were provided on the deaths. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: complete atrio-ventricular block (avb), left bundle branch block (lbbb), and permanent pacemaker implant. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.